Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and passed. Open receiver case for internal visual inspection and passed. The log was not downloaded and reviewed due to call tech support displaying on the screen. Pictures were taken. The allegation was confirmed. The probable cause was determined to be call tech support error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.